Event description:
It was reported that during a patient event, the customer's device was unable to detect the patient's ECG rhythm using the defibrillation therapy electrodes. The patient was found unconscious with an unknown down time - potentially several hours. After the customer arrived on scene, they were unable to detect the patient once the therapy electrodes were connected. Following the reported failure, a backup device arrived in less than a minute and was able to confirm that the patient was in an asystole rhythm. The patient did not survive the event.

Manufacturer narrative:
Physio-control has evaluated the device and has verified the reported failure. Physio-control has performed a clinical review on the reported event and has determined that the reported device issue did not contribute to the death of the patient. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device will be returned to the customer for use. It was observed that an internal therapy connector ribbon cable was damaged.

Manufacturer narrative:
Physio-control further evaluated the removed therapy connector assembly and observed that the ribbon cable was scored and one of the wires (cable sense 0) had exposed wire strands. If cable sense 0 was shorted to the bracket, the voltage of the wire would be pulled to zero volts and the connected therapy cable assembly would not be recognized properly.